Event description:
Clinical trial. It was reported that 89 days following a coronary artery drug eluting stenting procedure, the patient developed acute coronary syndrome. The patient presented for treatment with an acute myocardial infarction. The index procedure treated the 75% restenotic, 3.0x8mm mid lad (left anterior descending) lesion using a 3.0x16mm taxus express2 drug eluting stent. The patient presented 89 days post procedure with anginal pain radiating into the patient's back. The patient also experienced diarrhea and lower leg pain. Myocardial infarction and acute coronary syndrome were diagnosed. Patient was treated with balloon angioplasty and stent implantation in the mid lcx (circumflex) due to 80% stenosis. The investigator assessed this event as possibly related to the device. Further evaluation of the patient's symptoms also led to a diagnosis of allergic colitis. Due to the patient's refusal of further testing, the patient was discharged 13 days following the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.